Event description:
Call from (B)(6), cnss rn stating patient spontaneously called her to report both pumps were malfunctioning. Sn (B)(4) lost programming even though the patient kept the battery in. Sn (B)(4) would not allow the patient to increase the pump rate. Patient stated infusing pump was working but did not increase rate. Pharmacy sending 2 replacement pumps for delivery tomorrow. No interruption in therapy. No adverse event resulted. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported fault occur while in use with the patient? Two pumps malfunctioning. Did the product issue cause or contribute to patient clinical injury? No. If yes was any medical intervention provided? Reported to (B)(6) by: health professional.